Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a turbt using a 26 fr 26 fr continuous flow resectoscope from karl storz and electrocautery (covidien) with a monopolar electrode gas bubbles due to resection accumulated near the dome. After about 45 min of resection, while resecting at the anterior wall, a sudden loud "pop" sound was heard. On careful inspection, a large rent was noted at the dome, with collapse of the bladder walls. An on-table cystogram confirmed the intra peritoneal nature of the injury. An immediate exploratory laparotomy was done, where a large rent of around 6 cm was seen at the bladder dome. The entire bowel was thoroughly inspected, and no other injuries were found. The bladder was repaired in two layers. Post-operative period was uneventful, and the patient was discharged on day five without event. The material number of the resection loop is unknown. Since the bowl of the patient was injured and the procedure was changed to a laparotomy this case is reportable.